Event description:
Boston scientific received information that this pacemaker could not be interrogated in clinic. A magnet was applied and a heart rate of 77 beats per minute (bpm) was observed. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.